Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echo (ice) imaging. A watchman access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The 24mm wds was prepped, advanced, and successfully deployed in the laa. After the procedure, an imaging sweep revealed a pericardial effusion at right apical. The physician monitored the effusion for fifteen (15) minutes before deciding to place a pericardial drain to treat the effusion. Approximately 180ml of light red fluid was removed. The patient was then admitted to the hospital for observation overnight. There were no further complications, and the patient was discharged home the next day.